Event description:
It was reported that intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.